Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple pump error alarm. Customer's blood glucose value at the time of incident was 156 mg/dl. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected pump error 15 alarms or pump error 63 alarms during testing however, pump error 15 alarm (line number 163 file number 30) and pump error 4 alarm are found in the downloaded history files due to a software error and pump error 63 alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace on the keypad assembly.